Event description:
The customer reports that all devices at this facility have tested positive for ntm.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reports that devices at the facility have tested positive for ntm. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count was within the acceptable limits per wi-09.